Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected controller power loss. The patient was hospitalized. The controller remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had malaise, weakness and confusion, nausea and diarrhea with no fevers. Labs drawn with home care that showed worsening renal and liver function with elevated c-reactive protein (crp) and elevated nt-prob-type natriuretic peptide (bnp) greater than 70,000. The patient was hospitalized two days later with altered mental status, heart failure, and abnormal labs. Review of logfiles showed multiple losses of power to the controller. Infectious workup including blood cultures were negative, toxicology screen was negative, and echocardiogram (echo) was done. Patient was started on dobutamine infusion, kidney function improved also with diuretics. The patient was weaned off dobutamine and restarted on neurohormonal therapy. The ventricular assist device (vad) remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b2: outcome attributed to adverse event was corrected to include intervention required. Correction b3: date of event was corrected from (B)(6) 2020. Correction b5: event description was corrected to include the ventricular assist device (vad) as an associated device and patient si gns/symptoms. Correction b6: laboratory data was added. Correction b7: relevant history was corrected to include a previous adverse event. Correction h6: patient ime code and imf code were updated. Correction h10: additional manufacturer narrative was corrected to include the vad as an additional product related to the reported event. Product event summary: product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed eight (8) controller power up events logged on (B)(6) 2020 at 05:35:15, 06:37:14, 07:33:10, 07:57:35, 07:58:01, 08:33:04, 08:36:30, and 08:55:07. The controller was without power for an average of 22 seconds per loss of power. Several momentary disconnections were logged between the controller and associated power sources leading up to multiple losses of power. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the associated power sources in accordance with the requirements under (B)(4) on (B)(6) 2018. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. While the product was not available for physical analysis, the most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. Information received from the site indicated that, in addition to the losses of power, the patient had malaise, weakness and confusion, nausea and diarrhea with no fevers. Labs drawn with home care that showed worsening renal and liver function with elevated c-reactive protein (crp) and elevated nt-prob-type natriuretic peptide (bnp) greater than 70,000. The patient was hospitalized two days later with altered mental status, heart failure, and abnormal labs. Infectious workup including blood cultures were negative, toxicology screen was negative, and echocardiogram (echo) was done. Patient was started on dobutamine infusion, kidney function improved also with diuretics. The patient was weaned off dobutamine and restarted on neurohormonal therapy. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure, neurological dysfunction, renal dysfunction, and hepatic dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 31-mar-2020 / serial#: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 08-mar-2018 h5: yes h6: patient ime code(s): e130501, e010701, e020204, e0611, e1008, e1020, e1105, e1621 h6: imf code(s): f08, f12, f2203, f2303 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the controller was not returned for evaluation. Log file analysis revealed eight controller power up events logged on 09/sep/2020 at 05:35:15, 06:37:14, 07:33:10, 07:57:35, 07:58:01, 08:33:04, 08:36:30, and 08:55:07. The controller was without power for an average of 22 seconds per loss of power. Several momentary disconnections were logged between the controller and associated power sources leading up to multiple losses of power. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on 22/aug/2018. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. While the product was not available for physical analysis, the most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2020, 6947m62 lead, implanted: (B)(6) 2020, ddmb1d4 ICD, implanted: (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected controller power loss. The controller remains in use. No patient complications have been reported as a result of this event.